Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was seen on (B)(6) 2015 and it was verified that the patient was getting bilateral stimulation coverage since the lead revision. The patient did not want an explant. The healthcare professional stated that the patient was still weak in the legs since the revision and was ambulating with a walker and getting physical therapy.

Manufacturer narrative:
(B)(4). Analysis of the lead (serial number (B)(4)) found that the lead body was cut through and the product was segmented. Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was seen in the healthcare professional¿s (hcp) office and the battery was discharged. The patient stated that she had been shocked by the stimulator several times and has not charged the battery because she stopped using it. The patient discussed explant with hcp since she continues to have multiple medical issues since the lead revision and ¿feels scared to use the stimulator.¿ the patient was going to decide what to do and was instructed to charge the battery if she wants to keep it implanted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient got sick last weekend and did not wear the device but thought it was working wonderful. Now she can only feel stimulation on the left side of her body and has pain on the right side. The patient thought she should have 85% pain reduction. The patient never made any changes with the patient programmer (pp) but did try recharging the implantable neurostimulator (ins). Only could get four coupling bars and tried recharging for two hours trying to obtain more coupling boxes but could not. The patient wanted to know about the toggle switch on the pp. The patient was on several drugs and has been for the last 10 years. The patient was in a horrible car accident last (B)(6) 2014 which caused a lot of pain on the left side of her body. Last friday a prescription of oxycodone "20" was picked up and the patient has been taking it since because of the pain. The patient was wondering if the right lead migrated or something like that. The patient has a doctor's appointment on (B)(6) 2014 but does not know if she wants to wait that long so she was going to call them back. The patient was in a lot of pain and the spinal cord stimulation (scs) implant "blew her away." The trial was (B)(6) 2014 and the implant occurred on (B)(6) 2014. The patient was seen on (B)(6) 2014 by her pain management office and company representative. The patient was not getting right sided stimulation even though programming was to farthest right side of paddle lead. All impedances were normal. The patient going to be seen by her surgeon that implanted the device on (B)(6) 2014. The doctor took an x-ray and the lead looked to be off the midline but the doctor did not want to go back in and revise the lead. The patient was told she could have a second opinion so she was going to see a different doctor to see if he would revise the lead. The patient was not getting good therapy at this time. It was not product related but due to placement. Additional information received from the consumer reported the patient had their leads implanted two weeks earlier than the implantable neurostimulator (ins) to allow for the swelling to go down. After the ins was implanted the patient had been at a minimum for a few weeks, but then they had very bad pain. The patient saw their healthcare professional (hcp) who took x-rays. The hcp stated the lead needed to be moved one millimeter to the side. The patient was not getting any stimulation on their right side. When the patient was pain free on both sides they had stimulation at "170v." The patient had to set stimulation to "270v" in order to feel any stimulation on their right side. The patient stated they went to bed crying and waking up crying because of the pain they were in. An appointment with a new hcp was scheduled for the following week. Additional information received from the manufacturing representative via the consumer reported that the patient never had therapeutic effect and needed right leg stimulation but was only getting left leg stimulation. The patient was also experiencing less than 50% therapy relief and pain at the lead location. An x-ray showed the lead appeared mostly left sided. The patient was programmed at the far right side of the lead but still only got left leg stimulation. Reprogramming was unsuccessful in capturing the right leg. The patient wanted the leads revised and moved to the right but the physician refused. Another physician in that same practice consulted with the patient and has since refused to see the patient or refer to another surgeon. The patient's insurance was only contracted with the one practice. It was further noted the patient was told by the physician's office that he could not see her or revise her lead because "he couldn't work with the manufacturer because they were kicked out of the hospital." The physician had been uncooperative in arranging an intervention. The physician would not allow the manufacturer's representative (rep) to see the patient. The patient had filed a complaint with the insurance company to be able to see a surgeon in a different practice but had not gotten approval. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Additional information received from the manufacturing representative reported that the patient had a lead revision procedure on (B)(6) 2015. The patient was admitted back into the hospital on (B)(6) 2015. The doctor had not seen the patient since the day of surgery as the patient was admitted into a facility that the doctor had no privileges at. The patient currently had no follow appointment scheduled and was apparently discharged on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.